Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that an intellicart has a burned up power cord and power entry module. Also, when it is docked to clean out the cyiinders, the screen flickers with artifacts at 4 to 3 minutes left on the reprocessing timer. This issue did not occur during surgery. No patient involvement. No adverse events were reported as a result of this malfunction.